Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted into it. The closure device was deployed in the laa, but did not meet release criteria and needed to be partially recaptured. When the physician recaptured the closure device they inadvertently fully recaptured the device. The physician then manipulated the sheath back into an ideal position to redploy the device. The closure device was redployed a second time. After the deployment the patients blood pressure began to drop and a pericardial effusion was noted. A pericardiocentesis was performed to aspirate the fluid from the effusion. The effusion, however, was growing too rapidly to treat. The patient was then brought to the operating room to have open heart surgery to repair the perforation in their heart. Following surgery the patient was not hemodynamically stable and required further observation. Following three hours of being observed the surgeon decided to open the patients chest again to ensure there was not another perforation that needed to be repaired. There was no further treatment or repair needed and the patient began to stabilize on their own. The patient recovered from these events and was doing well.